Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for elevated blood glucose levels while using the infusion device. The patient didn't feel well for "several" days with symptoms of weakness and fatigue. The blood glucose levels were between "220-280 mg/dl." The patient did a blood test at the clinic and was instructed to go to the hospital by her family doctor. The blood sugar result at the clinic was unknown. At the hospital, the patient was treated with insulin. The hospital results were unknown. The patient was in the hospital for "less than a day." The infusion device was requested to be returned for product evaluation.